Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction a1: patient identifier: none. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a blank screen was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed processor printed circuit board. The processor printed circuit board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.